Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented for a follow-up visit, it was discovered the device delivered an unnoticed alert for upper out of range pacing lead impedance and capture threshold back in november. Right ventricular lead replacement was recommended. The device was reprogrammed to only pacing. A subcutaneous device was implanted and the existing device therapy was turned off. No further information is available.